Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no reported impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and informed the customer to call back if the malfunction code recurs. The customer understood the instructions and was able to continue using the pump without further issues.